Event description:
It was reported to boston scientific corporation that a patient underwent a successful therapeutic hydrothermal ablation procedure in 2008. The patient returned approximately a couple of days later suffering from pain. Upon examination, it was noticed that she had a moderate burn from her vagina down to near her buttocks (about three inches long in a trickle effect). According to the complaint, the degree of the burn is not known; the staff did not know the degree or any other information about it. The patient was treated with sivladene cream and sent home. No further information is available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation since it was sent to a third party for inspection; therefore, a failure analysis is not available. We are not able to determine the relationship between this device and the cause for this event.